Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found, but blood was noted on helix; full lead returned and analyzed.

Event description:
It was reported, during the implant procedure, high defibrillation threshold values were obtained. Consequently, this lead was withdrawn and the physician selected a dual coil lead, which was implanted uneventfully. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) helix disengaged from helical channel, and blood was noted on helix; the analyst noted that the helix would not extend due to being over-retracted; full lead returned and analyzed.